Event description:
It was reported that this right ventricular lead exhibited noise. This lead was set to unipolar programming. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).